Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze and spontaneously rebooted sometime between 10:20am and 11:00am est on (B)(6) 2025. The cns came back up to a blue screen. All patients were missing data from this time period. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze and spontaneously rebooted sometime between 10:20am and 11:00am est on (B)(6) 2025. The cns came back up to a blue screen. All patients were missing data from this time period. This was the third occurrence of this cns rebooting on its own. The first two instances were reported in tickets (B)(6). Upon review, nk confirmed that the reboot was triggered by a screen program error. Based on the reboot cause, it is likely related to software version 02-26. A new software version is scheduled for release shortly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.